Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind and displacement tests. However, unable to prime the pump during the prime test and alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. Unable to perform the excessive no delivery or occlusion tests due to the loose drive support disk. Unable to confirm the motor error alarm due to the compromised force sensor system alarm during the basic occlusion tests. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarms and compromised force sensor system alarm. The customer's blood glucose level was 300mg/dl. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.